Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition, pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: w/ingested coseal (hydrogel); thrombus in rotor, outlet stator, outlet bearings. Specific component(s) involved: inflow graft malfunction/malposition; outflow graft malfunction/malposition; pump drive unit malfunction. Additional text: p/n 102564, l/n 102151; abutting lv free wall; p/n 102563, l/n 102006; large bend/long length; heartmate ii lvad, s/n (B)(4); thrombosed as above. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of inflow graft; replacement of outflow graft; replacement of pump. Implant device type: lvad.